Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service enginer (fse) performed the solenoid driver board field action. The unit passed all functional, electrical, and safety tests to factory specifications. However, the transport handle was protruding from the unit and could cause snag or scrape damage to user or patient. The customer did not wish to have the handle repaired at this time. The fse did not release the unit for clinical use. The customer later reported that the event in which the pump stopped was due to a battery problem. The customer reinstalled and latched the batteries; and the unit charged up with no trouble. In addition, those batteries have since been replaced with the last preventative maintenance (pm).

Event description:
A getinge field service engineer (fse) reported that during initial intra-aortic balloon pump (iabp) investigation for solenoid driver board field action (unrelated to the reported failure), he discovered that the transport handle was damaged. The customer stated that during transport, the iabp unit was damaged and pump stopped working on patient. The customer was not sure of event date or outcome of patient. No adverse event was reported.